Manufacturer narrative:
Additional h6 patient code: 3189 - surgical intervention additional b5 narrative: it was reported that the patient experienced underwent mesh revision on (B)(6) 2011 due to seroma, abdominal pain and scarring. Mwr-22042020-0000719581 submitted for adverse event which occurred on (B)(6) 2011. Mwr-22042020-0000719584 submitted for adverse event which occurred on (B)(6) 2016. Mwr-22042020-0000719585 submitted for adverse event which occurred on (B)(6) 2016.

Manufacturer narrative:
Date sent to the FDA: 05/01/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.